Event description:
According to the report, an rv-pa conduit placement procedure was performed without complication. Approximately one hour after surgery the patient displayed signs of cardiac tamponade. The patient was returned to surgery for control of suspected bleeding. CPR was in progress. There was a tear found in the graft. The patient was placed on cardiopulmonary bypass and the site was repaired with patch material. However, the patient did not recover. The tear was noted in the proximal muscular portion of conduit. The hospital also indicated that the graft appearance and texture were the same as usual, other than, a slight yellow color.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.